Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not allow the co2 to flow through the needle. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The instrument was received in good condition, with dried body fluids. Based upon the inquiry information received and visual examination, it was concluded, the device was tested and air flows through the device. The device was fully functional and conforming to design specifications. Analysis found the air flows through the device normally. The instrument is fully functional. The customers complaint could not be confirmed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The pt's father reported that it takes several button presses to activate pump functions. The issue reportedly began in (B)(6) 2010, and progressively got worse over time. The reporter believed that the issue was due to general wear.